Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2021. Customer's blood glucose reading at the time of incident was 500 mg/dl. The customer was treated with manual injection or insulin pen, intravenous insulin infusion and insulin pump for high blood glucose. Customer's current blood glucose value was unknown mg/dl. The customer also alleged that the insulin pump was under delivering. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. The customer was not using the auto mode feature at the time of high blood glucose event. The insulin pump will be returned for analysis.